Event description:
A customer contacted beckman coulter regarding elevated glucose (gluc) result generated by the synchron lx 20 pro instrument. The customer indicated that a gluc result of 353mg/dl was reported out of the lab. The physician questioned the result and requested the sample to be re-tested. The repeated gluc result was 116 mg/dl. The customer repeated gluc testing on all samples tested at the time of the event. The customer indicated that only one gluc result did not correlate to the original result. The original result was 353 mg/dl and 103 mg/dl upon repeat. Unk if treatment was affected as result of this event. However, the physician questioned the elevated result.

Manufacturer narrative:
Calibration performed approximately at 8:00am was within specifications. A field service engineer (fse) was dispatched to the customer lab in 2006. The fse inspected the instrument and discovered that fluid in the accusense electrode is low. The fse replaced the electrode. After service completion, the fse performed calibration, qc and precision test. As of 2006, no other events were identified from this account. Although hardware issue addressed by the fse may have contributed to this event, a clear root cause was not determined in this event. A malfunction will be assumed for the purpose of this report.